Manufacturer narrative:
Evaluation summary: even though the device was not returned for inspection, the reported incident of getting loose screws (s-41 - poor fixation) could be confirmed thanks to the x-rays provided by the customer. Based on the currently available information, the root cause can be attributed to a user-related issue. Our clinical expert was involved in this investigation and reported the following in his clinical statement: "all x-rays show unstable lateral clavicle fractures involving the ac joint. In all three cases the lateral fragment with articulation to the ac joint is very small. Such small lateral fragments are a borderline indication for plate fixation in general, including the variax superior lateral clavicle plates because the bone quality is poor (even in younger sportive patients) and the loading on the screws very close to the ac joint is very high. For such ¿very lateral¿ fractures a variax hook plate would be a much better alternative solution. When a superior lateral clavicle plate is used for treatment of such fractures, the lateral locking screws should be inserted with divergent axes to prevent back out via form fit. In the available x-rays the axes of the backed out screws look nearly parallel to each other, but only one x-ray view is presented. Nevertheless, even with divergent placement of the lateral locking screws postoperative mobilization has to be done with great care. Such orif does not allow for early active rehabilitation in the first 6 weeks until significant callus formation is visible on the follow up x-rays. Furthermore, it has been reported that 'the customer alleges that these issues would not arise if the distal part of the lateral clavicula plate would be bend a bit downwards'. All variax plates are anatomically pre-shaped plates, which match to an ¿average anatomy¿. For adaption of the plate to the individual anatomy there are bending irons in the variax instrument tray, which allow for easy shaping of the plate to achieve optimal fit to the bone." [ original statements] the operative technique (vax-st-8 rev 3 clavicle op tech_2015-6889) reports: "contraindications -bone stock compromised by disease, infection or prior implantation that can not provide adequate support and/or fixation of the devices. -implant utilization that would interfere with anatomical structures or physiological performance. [...] The variax clavicle system offers a range of midshaft and lateral plates which are anatomically contoured to the superior or anterior surface of the bone. Additionally, the surgeon has a choice of different plate curvatures designed to fit various anatomies. [...] Implant choice/fracture reduction: the variax system offers plates and screws in various shapes and lengths. The chart shows the plate contours, lengths, and hole configurations as well as the screw diameters and types. The circular holes in the plate can accept either 2.7mm or 3.5mm locking or non-locking screws based on surgeon preference and fracture fixation. Make sure to use the proper drill guide which corresponds to the screw to be used. Additionally, the system offers an optional fixed-angled aiming block (703816 for left plates or 703817 for right plates) which may be used to help guide the surgeon in placing screws in a reproducible divergent screw pattern. The fracture is exposed and debrided of interposed hematoma and soft tissues. The fracture is reduced and the ac joint is identified. This may be done using a small diameter needle. Also, the use of a k-wire into the distal clavicle through the most lateral k-wire hole can help ensure that the screws will not be placed in the ac joint. The plate is placed medial to the ac joint. Then, the most lateral oblong hole may be used as an adaptation hole to determine the proper placement of the plate and to give primary fixation. [¿] plate fixation and optional compression: it is important to note that if axial compression is desired, non-locking screws should be used in the oblong holes before any circular holes on the medial side of the fracture are filled. Compression is performed by placing a screw in the compression region of the plate. This is facilitated by using the drill guide for compression (703826 for a 3.5mm screw or 703820 for a 2.7mm screw). If an oblong hole has been used as an adaptation hole it cannot be used as a compression hole. Bi-directional compression holes have no directional laser markings. The superior lateral plates are designed with suture holes laterally which may be used to reattach the coraco-clavicular ligaments if they have been ruptured. If sutures are used, it is recommended to place the knot anterior to the plate as not to cause possible irritation superiorly. After proper lateral fixation ensuring there are no intra-articular placement of the screws in the ac joint, the remaining medial screws are inserted in the usual manner. Last, it is recommended to have at least 3 screws on either side of the fracture which are placed bi-cortically. Also of note, any non-locking screws or lag screws must be placed in the plate before any locking screws are placed. [¿] plate contouring: all of the variax plates are pre-contoured to fit to a range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy." [Original statements] the instructions for use (v15013 rev m non active implant IFU ot-IFU-105 rev 2) report: "important information for doctors and or staff: ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [...] Warning: ¿ implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. [...] Intraoperative: implants can be available in different versions, varying for example in length, diameter, angle, right-hand and left-hand versions, material and number of drilled holes. Select the required version carefully. [...] Post-operative: ¿ post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. ¿ the implant intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable. ¿ the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up. ¿ implant removal should be followed by adequate post-operative management to avoid fracture or refracture of the bone. [¿] informing the patient: the implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation. The surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. [¿] adverse effects: in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: ¿ conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone." [Original statements] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications for any material, manufacturing or design related problems were not determined as the lot number was not communicated.

Event description:
It was reported that a competitors' band and a stryker lateral clavicle plate were used to assist in healing a serious clavicle injury. It was reported that due to the position of the clavicle plate, the screws are getting loose and are moving causing a subcutaneous swelling. Moreover, towards the ac joint, the clavicle bends slightly downwards. The customer alleges that these issues would not arise if the distal part of the lateral clavicle plate would be bend slightly downwards.

Event description:
It was reported that a competitors' band and a stryker lateral clavicle plate were used to assist in healing a serious clavicle injury. It was reported that due to the position of the clavicle plate, the screws are getting loose and are moving causing a subcutaneous swelling. Moreover, towards the ac joint, the clavicle bends slightly downwards. The customer alleges that these issues would not arise if the distal part of the lateral clavicle plate would be bend slightly downwards.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.